Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley tubing kinked.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (handling issue)/ operator's error. The lot number is unknown therefore the device history record could not be reviewed. We were unable to review the labelling due to the unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley tubing kinked.